Event description:
It was reported that the patient's issues continue. In addition to the initial allegations, the patient also reports pain and discomfort at the ipg site when attempting to lie flat on her back.

Event description:
It was reported the pt had discomfort and pain at the ipg site, it is exacerbated when leaning back against a chair. It was reported the pt will contact the physician to discuss a pocket revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.